Event description:
Reported events of band slippage, hemorrhage, and erosion from journal article: "experiences of two centers of bariatric surgery in the treatment of intragastrale band migration after gastric banding-the importance of the german multicenter observation study for quality assurance in obesity surgery 2005 and 2006", int j colorectal dis (2008) 23:901-908 springer.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: 29/sep/09. The product associated with this report will not be returned as it is no longer available. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Band slippage, hemorrhage, and erosion are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: "band slippage and/or pouch dilatation can occur." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal." "Adverse events: specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound." "As with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during an early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Re-operation to remove the device is required."